Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 316 mg/dl. Customer¿s blood glucose value at time of incident was 316 mg/dl. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer report does not allege pump was under delivering. Customer stated that the displacement test was passed. The insulin pump will not be returned for analysis.